Event description:
Procedure: open) sub total gastrectomy. According to the reporter: when fired across duodenum, a part of the instrument fell into cavity making a cracking noise. The firing was completed but some staples were malformed. The part was retrieved and tissue was resected with a new stapler to recover.